Event description:
A customer reported that a rear haptic of an intraocular lens (iol) broke from the iol border during surgery. The capsular bag was damaged. An anterior vitrectomy was performed. No postoperative consequences were observed on the first control visit the day after surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Injector and cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).